Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
No sensor inserted alert without any prior error message. It was reported that a no sensor inserted alert occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a no sensor inserted alert is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.